Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (325-500 mg/dl). The infusion set site and tubing were changed. Bolus and manual injections were administered to address bg. During pump system check with tandem technical support (cts), the pump time was found to be incorrect. Customer did not change the time during daylight savings. Cts assisted the customer with correcting the time.